Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria forward. Eval description: final analysis found an electrical short due to overtorquing of the inner coil in the connector region. This could contribute to the problem detected in the field.

Event description:
It was reported that during implant, the atrial lead exhibited low lead impedance and loss of sensing.